Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that this patient's knee was revised approximately 5 years 8 months post initial operation. The revision was due to poly wear; destroyed liner. Some of the pieces broke apart from the liner.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The revision reported was likely the result of polyethylene wear leading to subsequent fracture and cracking. Possible causes for polyethylene damage include implant malalignment, inclusion of the polyethylene in the packaging recall, excessive posterior slope, high contact stress during knee flexion, and patient related considerations.